Manufacturer narrative:
Other text: no lot number was provided; therefore, a history record review could not be conducted., corrected data: h6, h10.

Event description:
It was reported that the cassette causes no disposable alarms on the pump. No further details provided. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.